Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he bumped the device and thought it was chipped or broke. The patient stated a blister formed and popped and it was draining but wouldn¿t heal. The patient noted that the device was still working but where the blister formed was where it felt like the device was chipped. The patient was directed to follow-up with their healthcare provider to discuss the blister. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.